Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports a falsely elevated hemoglobin result for one patient generated on the cell-dyn 3200 cs 110v ref analyzer. On (B)(6) 2013, the patient generated a hemoglobin result of 11.8 g/dl (sample identified as 1369). The result was reported from the lab. The following day, a new sample was drawn and generated a hemoglobin result of 7.36 g/dl (sample identified as 1381). Both samples retested close to their initial results. The customer is questioning the difference in results as no treatment had been given to this patient between samples. There is no impact to patient management reported.

Manufacturer narrative:
Based on the information from the customer site, the complete blood count (cbc) data indicates that it would be unlikely that the cell dyn 3200 cs 110v ref analyzer was at fault. Both samples retested close to their initial results on the analyzer. The possible cause goes to the technique of each sample draw and/or other pre-analytical issues given the supplemental information of no IV fluids administered nor other major medical procedures performed. The presence of interfering substances and conditions in the samples affecting the results could not be eliminated. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The cell-dyn 3200 system operator manual contains information to address the current customer issue. Based on the results of the current evaluation, a product issue could not be determined for the cell-dyn 3200 analyzer. A product malfunction was not identified.